Event description:
It was reported that after completion of a da vinci si thoracic procedure, it was noted during reprocessing of the 5 mm monopolar cautery instrument, that the shaft of the instrument was damaged. Reportedly, at the start of the surgical procedure, the site did not have 5 mm trocars in the "operatizing" room. The site made the decision to use an 8 mm cannula in conjunction with the instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.